Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. There was no indication the death was device related. Evaluation summary: no anomalies found. Causal code updated. Other: it was reported the patient required lead extraction due to infection and died during the procedure. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not yet received. Additional information received from the physician reported the cause of death was atrial tear with ruptured right atrium during lead extraction and the death was not related to a device or lead system malfunction. No conclusion can be drawn.

Event description:
It was reported the patient required lead extraction due to infection and died during the procedure. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not yet received. Additional information received from the physician reported the cause of death was atrial tear with ruptured right atrium during lead extraction and the death was not related to a device or lead system malfunction.